Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.5/+2.0/072 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was not exchanged for another lens. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: returned dry in lens case/vial. Visual inspection found haptic broken. Dimensional verification was performed, and the lens was found to be in specifications. Claim#: (B)(4).